Event description:
Term gestation baby girl born with soft cup vacuum assistance. Indication for vacuum usage was fetal tachycardia. Mother is a healthy primip and pregnancy was complicated only by low msafp baby with skull fracture, subdural hematoma and subgaleal hematoma. Baby developed disseminated intravascular coagulation. She has required multiple transfusions of red blood cells and fresh frozen plasma and one platelet transfusion. She also has poor urine output.